Manufacturer narrative:
Date of death: conservatively captured as (B)(6) 2019 as the date is unknown.

Event description:
Promus premier (B)(6) registry. It was reported that the patient died. In (B)(6) 2018, the index procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 24 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.25 mm x 28 mm promus premier stent system. Following this post-dilatation was performed with 10% residual stenosis. In (B)(6) 2019, the subject was discharged on clopidogrel. On an unknown date of 2019, the subject died. The event was considered as life threatening and the primary cause of death is unknown. No action was taken to treat the event. It is unknown if an autopsy was performed.

Manufacturer narrative:
A1- patient identifier: corrected from (B)(6). B2 - date of death: conservatively captured as (B)(6) 2019 as the date is unknown.

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2018, the index procedure was performed. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 100% stenosis and was 24 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of 2.25 mm x 28 mm promus premier stent system. Following this post-dilatation was performed with 10% residual stenosis. In (B)(6) 2019, the subject was discharged on clopidogrel. On an unknown date of 2019, the subject died. The event was considered as life threatening and the primary cause of death is unknown. No action was taken to treat the event. It is unknown if an autopsy was performed. It was further reported that in (B)(6) 2018, subject (B)(6) was referred for cardiac catheterization and not subject (B)(6) as previously reported.